Manufacturer narrative:
Patient height is 5¿5¿. The device history record review confirmed that the device lot had no anomaly in inspection. The customer returned the device for the evaluation of the probe damage error. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up located near the distal end. The ptfe pad (teflon pad) was inspected and found it is partially split with some metal exposed on the side and suspected a small portion to be torn/lost which was not returned for evaluation. The teflon pad also has indications of heavy char marks. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit however there is charred foreign residue on the probe. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The exact cause of the event cannot be exclusively identified. However based on past investigations, the peeling of the tissue pad and error occurred is likely occurred by the following scenario: the intensively worn of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. ¿seal & cut¿ output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. He probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe was cracked from the scratch and the probe damage error occurred. The instructions for use includes the following statements that warns of this issue: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
This device was returned for evaluation for a probe damage error occurring during a therapeutic total laparoscopic hysterectomy and bilateral salpingectomy-oophorectomy procedure. In evaluation the teflon pad of the device was found separated with a small piece missing. Fifteen minutes into the procedure, the u504 probe damage error was received for the device. The circulator followed the error recovery steps on the screen and eventually did a probe check of the device. The device appeared okay to use, but when the doctor again received the u504 probe damage error message. One more round recovery steps for the device did not get clearance. Another device was opened for which also the u504 probe damage error message after approximately 20 minutes. The procedure was completed with a similar device. The device was inspected prior to use with no anomalies and no cable damage observed. The connection points to the generator were inspected. The transducer cords or the cords of any another medical device were not bundled during use. The generator setting under the device tab was seal & cut 1, seal 1. The doctor, with four years experience in hysterectomies, and the staff are well versed with the use of the device.